Event description:
On (B) (6), 2010, the patient presented with a torn thoracic aorta from a motor vehicle accident. The physician attempted to place a gore tag thoracic endoprosthesis, but before it was deployed, the wire moved backwards. The aortic arch was steeply angled, and she was unable to advance the wire or device back into place. She attempted to withdraw the device through the sheath, and it became stuck, then the common iliac artery ruptured when removing the sheath and device. The ruptured artery was occluded, and an ilio-femoral bypass was performed. The physician then used a medtronic stent-graft to cover the aortic rupture. The patient is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications.